Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Additionally, it is reported that two electrodes were not inserted at initial implantation. This is a final report.

Event description:
The recipient was only able to hear loud sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that two electrodes were not inserted at initial implantation. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient is only able to hear loud sounds with the device. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is only able to hear loud sounds with the device. Re-implantation is considered.